Event description:
It was reported that patient was explanted due to end of service condition and re-implanted. The explanted device was returned to the manufacturer where it underwent product analysis. Product analysis on the returned generator revealed the end of service condition was verified. However, the current consumption rate for the supply current pulsing test did not meet specification requirements. The measurement demonstrated an increased current consumption for the device, potentially contributed to a premature end of life condition. After the capacitor was substituted, the module met the specifications required. Moreover, the most probable root cause for the out-of-specification supply current pulsing condition was identified to be a leaky capacitor and could not be determined up to what extent this contributed to the end-of-service condition.